Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the customer detected the presence of the part of insects (worm and maggot) in the sterile package of minivac set. The product was not used. Photographs depicting the reported issue were provided.

Manufacturer narrative:
A batch record review was performed. No non-conformance report related to complaint issue were initiated for complaint order during production. A root cause and non-conformance for ¿minivac with insect in the package¿ was initiated to investigate the issue. On a base of the available information the investigation reveals the possible cause for the issue as: insect got in peel-pack with supplied packaging materials (the insect was in the supplied peel-pack packaging materials). This is an isolated case; no other complaints were registered for the same issue. No actions are recommended to implement. Complaints with the issue will be monitored. Sample and pictures were received. Defect is confirmed. Sample and pictures are evaluated under investigation performed for ¿minivac with insect in the package¿. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.